Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter; during a sleeve gastrectomy procedure, the device was fired with the safeguard and it slowed down and stopped halfway through firing. Proceeded to fire again (pressed blue button) and it would not go any further. Then pressed the silver button and brought the knife back.